Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient of unknown age, gender, and race in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during insertion the staff was unable to pass through the tortuous iliac artery. After troubleshooting, the decision was made to remove the impella cp device and place an intra-aortic balloon pump. No patient harm was reported.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the delivery issue was most likely patient condition related, as the impella was unable to pass through tortuous iliac artery as per the clinical description provided.